Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: biomed reports g5 ip went blank and came back on. No harm to patient. Reported alarm 5024 and tf: 2438 & 2450. Says this happened before ((B)(6) 2021) and he was told to replace the cable between ip and vu.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: biomed reports g5 ip went blank and came back on. No harm to patient. Reported alarm 5024 and tf: 2438 & 2450. Says this happened before (aug 2021) and he was told to replace the cable between ip and vu.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The device alarmed with ventilator unit connection lost during ventilation of a patient. No harm to patient reported. The event did not cause or contribute to a death or serious injury to a patient. The logfiles confirm the issue. To address the issue, a circuit board (ip esm) was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the circuit board (ip esm), as no further issues have been reported.

Event description:
Hamilton medical ag received the following incident description: biomed reports g5 ip went blank and came back on. No harm to patient. Reported alarm 5024 and tf: 2438 & 2450. Says this happened before (on (B)(6) 2021) and he was told to replace the cable between ip and vu.